Manufacturer narrative:
Section d6a, if implanted, give date: section d6b, if explanted, give date: section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following was reported regarding the johnson (jnj) intraocular lens (iol). Upon opening the package, the lens was not seated and was bent. No details were provided regarding the implantation of the lens or any impact to the patient or user. No further information is available.